Event description:
The customer reported to the evis exera ii duodenovideoscope always breaks off/aborts. The issue was found during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The adhesive on the bending section cover was detached. The air/water cylinder and suction cylinder had discoloration. The light guide cover glass, connecting tube, and universal cord had a scratch. The distal end had scratches and dents. The distal end had corrosion. The light guide lens was dirty. The adhesive around the objective lens had discoloration. There was corrosion around the elevator arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the event and the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No similar case was found from the user facility. A similar case from another facility was (B)(6): foreign material adhered to forceps elevator. The root cause of the issue could not be identified. The following were likely from the investigation results: due to a broken k-wire, the forceps elevator did not work and reprocessing under the forceps elevator was insufficient and foreign material remained. User¿s brushing method of/around forceps elevator differed from the instructions for use (IFU) recommendation. Facility staff was less trained in device handling, usual reprocessing and reprocessing before returning device for repair in accordance with IFU. The instructions for use (IFU) states the following guidelines: (reprocessing manual) : infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿

Event description:
Additional information was received regarding the event. The customer was not able to reprocess the scope due to an error message on the endothermo disinfector (etd). According to the customer the message was "endoscope defect". The customer had tried to reprocess the endoscope several times after the reprocessing in the etd stopped the first time. It was unknown if the scope with foreign material had been used on a patient. The customer could not finish the reprocessing of the device and therefore residues might have been left. There has been no reported patient impact or infection to date.